Event description:
It was reported that on (B)(6) 2026, during the evening shift in the emergency department, following the insertion of a urinary catheter, that became necessary to assess the patency and proper placement of the catheter. Consequently, that was required to deflate the foley catheter balloon and however, that was not possible to withdraw the fluid from the balloon. The on-call physician was notified and made several attempts but was unable to achieve balloon deflation. Subsequently, a consultation with general surgery was requested; the surgical team decided to perform a skin incision to deflate the balloon and facilitate the removal of the device. Subsequently, a new catheter was inserted using a new kit of the same size. However, the exact same issue recurred, and the same maneuvers were performed. Ultimately, a size 16 catheter with an open system was inserted that was, the urinary catheter insertion kit was not used again on that patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.